Manufacturer narrative:
Concomitant medical products: product ID: 97740; serial# (B)(4), product type: programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that there was a blank screen on the patient programmer (pp). The patient tried all of the buttons and verified proper positioning of the batteries. The patient was instructed to remove the batteries and check for corrosion and they stated none was seen. They stated that the pp had not been dropped nor had gotten wet. They reported that the batteries had been in the pp for a long time. The patient reported experiencing a return of pain in the left foot as they could not adjust the stimulation as needed. They stated that this was a sudden change in therapy. They noted they soaked their left foot in ice water last night due to the pain. The patient did not intend to follow up with a healthcare professional. No further complications were reported. On (B)(6) 2018, (B)(4) (con): additional information was received from a consumer regarding the patient. It was reported that the antenna would slip out of the patient programmer (pp) and the patient would have to hold it with a rubber band. The patient did not know if the issue was the antenna jack or the tip of the antenna. The patient was transferred to repair. The patient called back and stated they bought new batteries, but the pp screen was blank and there were no lights nor beeping. The patient was not using ¿rayovac¿ alkaline batteries. Product services reviewed the appropriate batteries. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdd, fdm, fdr and fdc codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that there was some confusion, the only reason for contacting the manufacturer was to replace their defective equipment. No further complications were reported.